Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a leak in endoeye during inspection for use involving an olympus rigid video laparoscope. There were no reports of patient injury.